Manufacturer narrative:
A ge oec service rep investigated the issue and could not duplicate the malfunction. It was noted that the 5 volt power supply (ps1) was below specification. The ps1 was adjusted to specification. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no pt info available from the facility with respect to this issue. No injury resulted or was reported.

Event description:
The ge oec 9800 fluoroscopy system had an issue where the images on the left monitor were distorted during a procedure and required a reboot to restore functionality.